Event description:
It was reported that the patient presented with discomfort upon receiving inappropriate anti-tachycardia pacing (atp) treatment from their device due to incorrect interpretation of supraventricular tachycardia (svt). No intervention was performed. The patient was stable.